Event description:
The pt rec'd a scs sys on (B)(6) 2007. It was reported that the pt's sys was explanted and the pt will have alternative treatment for this pain management. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.